Manufacturer narrative:
Manufacturing device history report (DHR) was not relevant to the investigation due to the age of the device. The device was received for evaluation. Visual and functional testing were performed. The device's on/off switch cam was damage. The reported event was confirmed. The root cause of the reported issue was found to be on/off switch cam being damage. On/off switch cam was replaced. The technician performed (pm) preventive maintenance and calibrated unit which passed all functional tests. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device will not turn on. No patient injury was reported.